Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's results of third-party testing, the device evaluation, and the final investigation. Olympus/the user facility provided the following result of the culture test performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end cfu: <1 cfu bacterial identification: aspergillus species; klebsiella species; micrococcus luteus/lylae; staphylococcus capitis; filamentous fungi; lysinibacillus fusiformis sampling date: (B)(6) 2025 sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end cfu: <1 cfu bacterial identification: paracoccus yeei the device was evaluated where additional potential adverse event(s) were/was confirmed where foreign material was noted in the air/water cylinder/tube suction cylinder, channel tube, and the auxiliary jet channel. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.